Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that some of the sensors were bent and that another one was not working at all. The blood glucose reading was 268 mg/dl and the sensor reading was 248 mg/dl. She also reported that the sensor gave a reading of 74 mg/dl when the blood glucose reading was 304 mg/dl. Customer treated with the insulin pump. She reported that the blood glucose was high because she did not hear the threshold suspend alarm. Nothing further was reported.